Manufacturer narrative:
The user reported significant discrepancies between blood glucose (bg) readings and sensor glucose (sg) values. Customer care reviewed general system behavior with the user, including expected lag between bg and interstitial glucose readings and the importance of trend interpretation. As the issue remained unresolved, the case was escalated to next level support. Next level support recommended relinking the sensor via the mobile application to clear the calibration buffer and reinitialize the system. The user was instructed to complete the required daily calibrations during the initialization phase. The relinking process was successfully completed and confirmed in the data management system (dms). No further investigation was deemed necessary. B4. Date of this report 15 dec 2025. G3.date received by the manufacturer? 15 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. Based on the review of available data, sensor glucose (sg) and blood glucose (bg) values have shown better agreement since the sensor re-link. The user was encouraged to continue using the system and agreed to do so. A review of the data management system (dms) confirmed that the user is currently using the system and that the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.